Manufacturer narrative:
Samples were returned to MFR for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt harm" (no consequences or impact to pt). Product problem(s): "failed to aspirate" (aspiration issue). A facility reported irrigation/aspiration tips failed to aspirate during three procedures. Three different tips were used. Samples were available and will be returned to the MFR. There was no harm reported in any of the cases.